Manufacturer narrative:
An event of bleeding was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but the patient's pre-existing comorbidities may have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 health effect - clinical code: code 3160 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2023, post-interventional bleeding in the femoral vein was observed, requiring longer hospitalization and 3 units of packed red blood cell transfusion. The patient is reported to be recovered.

Manufacturer narrative:
Additional information.

Event description:
(B)(4) catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6)2023, post-interventional bleeding in the femoral vein was observed, requiring longer hospitalization and 3 units of packed red blood cell transfusion. The patient is reported to be recovered.